Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was not communicating and no patients were populating. A device not communicating alert was observed on the healthsight viewer, and the system was not in critical override mode via the pyxis server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) logged in and verified the network settings, checked the network cable, and established a network connection. The station was rebooted, and network connectivity was confirmed to be restored, and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.